Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, multiple drawers was not open when logged in. The customer obtained the keys to manually open the drawers, so they were able to access them. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that security group settings were modified. The technical support specialist (tss) identified that one security group was no longer associated with a specific medication, which restricted user access to that medication. The security group configuration was restoring the appropriate group association with the medication and resolving the access restriction. The system functioned as intended after the technical support specialist (tss) addressed the issue.